Event description:
Philips received a complaint on the expression information portal indicating that the unit has no audio. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the functional testing indicate that the speaker did not produced sound. The philips field service engineer (fse) confirmed the customers is taking responsibility of the device repair and would reach back out with any additional concerns.